Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Trial shows magnetic/metal wear before use. Instrument was wiped before it underwent thermal disinfection at local bq site. After thermal disinfection it showed up like seen on photos. 2nd photos show the metal wear after it was wiped again. Given ref/lot is only an example - wear appears on all magnetic augments.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Trial shows magnetic/metal wear before use.

Manufacturer narrative:
Product complaint # : (B)(4). No device was received for examination, therefore the reported event could not be confirmed. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.